Event description:
The customer stated the rubella assay calibration failed four times on the axsym analyzer with rubella reagent lot 57577m201. The customer stated they had also observed similar errors and calibration failures with rubella lot number 56659m201. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.